Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bottom smart remote manager (srm) was not being detected by the station. A field service engineer (fse) replaced the controller board and rebooted the station, but the device was still not detected. Fse swapped the pyxibus cables from the top srm to the bottom srm, and the srm responded. The fse confirmed that 75 ft pyxibus cables were required to route through the wall and ceiling to the cabinet on the other side of the room. The fse later replaced the pyxibus cables. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, smart remote manager attached to the refrigerator did not open, and the temperature was not displayed. Customer confirmed that the issue did not cause a delay since they were still able to open the smart remote manager using the keys. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.